Event description:
When removing the catheter, a portion broke off, was retained and required surgical intervention for removal. This was a spontaneous separation, user error was ruled out. Similar products were involved in a recall of similar nature in 2016. Effected lot numbers 5895605, 6191185. Dates of use: (B)(6) 2017. Diagnosis: congenital heart disease. Is the product compounded: no. Is the product over-the counter: no.